Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "keypad¿s second column is not functional" was not reproduced. Evaluation performed keypad test and found that all the buttons were working as expected. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the second column on the keypad of a spectrum iq pump was not functional. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.